Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had a battery out limit alarm. Customer's blood glucose was 165 mg/dl. Customer stated that her numbers were scrolling while she tried to bolus on the insulin pump. Customer stated that the pump alarmed after a battery change. Pump was also alarming at the time of the call. Customer was advised that the pump should be replaced sine the keypad was not responding. Customer stated that they were already replacing the pump from this morning's call. Customer was just trying to change the battery. Customer does not want to proceed with any other troubleshooting.